Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was called in clinic after receiving an alert for oversensing of noise on merlin.net transmission. Patient was asymptomatic. Noise was reproducible in clinic with pocket manipulations. During lead revision procedure, lead fracture was noted. Lead was capped and replaced on (B)(6) 2016. Patient's condition was stable during and after the procedure.